Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: two days after the procedure. It was reported that two days post a left internal carotid artery stenting procedure, the pt was rehospitalized with a stroke. Reportedly, the pt was confused. Three days postprocedure, an MRI showed multiple small foci of restricted diffusion. There was no additional info provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Stroke is a known possible adverse event associated with the use of the device as listed in the xact stent instructions for use. There was no malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.